Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator would not turn on. The ventilator's screen was blank and was unresponsive to touch.

Event description:
Medtronic received report alleging ventilator did not turn on, blank green screen with no response; software failure.